Event description:
Cs25 dlu fired in range in side to side anastomosis. Firing was normal but on opening dlu sounded jammed. Dlu was withdrawn from anastomosis tissue, anvil could not be opened with remote or manual release to view donuts. Unit was opened with another tool, donuts and cut ring were fine.